Manufacturer narrative:
Investigation summary: it was reported that an over 60 years old male patient with history of chronic obstructive pulmonary disease (copd) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while looking at the left ventricle on intracardiac echocardiography (ice), pericardial effusion was noted. The patient was stable, then during the ablation phase, the patient¿s blood pressure dropped. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
A correction was provided for the concomitant product information for this soundstar eco 8fg ultrasound catheter, soundstar eco 8fr on march 26, 2019 to reflect the following: concomitant products: biosense webster, inc. Product - soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, catalog #: 10439011, lot #: e8145985 . During an internal review on april 1, 2019, it was determined that concomitant med products and addnl. Manf. Narrative/corrctve data were not populated correctly with the concomitant product information for this soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Therefore, a supplemental 3500a report is being submitted to provide this information. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30115570l number, and internal actions was found during the review. Manufacturer's reference : (B)(4).

Event description:
It was reported that an over 60 years old male patient with history of chronic obstructive pulmonary disease (copd) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while looking at the left ventricle on intracardiac echocardiography (ice), pericardial effusion was noted. The patient was stable, then during the ablation phase, the patient¿s blood pressure dropped. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) and required of extended hospitalization. There¿s no information regarding patient¿s outcome or physician causality opinion. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow was set at 15 ml due to being ablating above 31 watts. The biosense webster, inc. Product analysis lab received the device for evaluation on march 18, 2019. The initial visual inspection revealed that there was no physical damage.